Event description:
Needle is not patent.

Manufacturer narrative:
It was reported that the needle wasn't patent, resulting in extra needle sticks to the patient. No injury was reported. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and evaluated.